Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a fluid leak in the balloon. It was unknown if the source of the leak was a hole or a disconnection. The devce was removed and replaced. There were no patient complications.